Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2008. In 2009, the patient complained of photophobia and redness and was diagnosed with transient light sensitivity syndrome (tlss) on both (ou) eyes. The patient was prescribed topical steroids. At about 7 days later, the patient reported that the photophobia was "better" and was asked to taper the topical steroids. At approximately 6 weeks later, the patient reported that he was "still sensitive" and was no longer applying the drops. At about one month later, the patient reported an increase in sensitivity and was prescribed prescription eye drops to treat dry eye. The patient did not present with dry eyes prior to surgery. The patients preoperative best corrected visual acuity (bcva) was 20/20 ou. Patient's postoperative bcva is 20/20 ou. The photophobia is much better but not completely gone. The patient is continuing to be treated with prescription eye drops.

Manufacturer narrative:
A device evaluation was not warranted because the laser was functioning as intended. The preventive maintenance records were reviewed for this laser and showed that a pm visit was performed in 2008 and then at about 5 months later. At the pm visits the laser performed within specifications. A clinical development specialist (cds) has been in contact with the site since the report of this event obtaining patient status. Cds requested current status on patient but was told by the site that the patient has not returned for a recent post op visit. If additional information is received, a supplemental medwatch report will be submitted.